Event description:
During a transurethral prostate resection and cystolitholapaxy the disposable electrode in the working continuous flow scope was not cauterizing when activated. The knife and loop electrode were both used and neither were working properly. The patient was not harmed.